Event description:
It was reported that pump screen was excessively scratched and became difficult to read. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, was already in process for new device, and no additional information was received regarding further actions or final outcome.

Manufacturer narrative:
In use at the time of the event:cgm model: unknownmobile os: unknown.